Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. Patient has alleged of eye irritation, nose irritation, respiratory tract irritation, dizziness or /headache, hypersensitivity, nausea / vomiting, asthma (new or worsening), inflammatory response, lung disease other, nodules on lung. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
On previously submitted report box e: initial reporter, report source, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, recall (z) number were incorrect. In this report section box e: initial reporter, report source, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, recall (z) number have been updated/corrected.